Manufacturer narrative:
Bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer¿s indicated failure mode for cracked barrel with the incident lot was observed. Additionally, a review of the manufacturing records was completed for the incident lot. No issues were identified. Conclusion: based on this occurrence the potential causes for the problem is a barrel jam on assembly machine. Fixed according sap# (B)(4). The jam is inherent to the manufacturing process and occurs occasionally on the process. The defect identified from this complaint will be monitored for trend evaluation.

Manufacturer narrative:
(B)(6). A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use of the bd plastipack¿ syringe disposable the syringe is cracked and damaged. There was no report of injury or medical intervention.